Manufacturer narrative:
Based on the info provided to st. Jude medical, we were unable to determine the cause for the symptoms of arterial insufficiency. The product involved in this incident was not returned for analysis as it remains implanted in the pt. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. A review of the manufacturing process did not detect anomalies. Manufacturing materials inspection record confirmed that the materials met requirements. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in pts with clinically significant peripheral vascular disease. A search of the angio-seal database revealed no current training record for the physician. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.